Event description:
It was reported the blade was used during a laparoscopic cholecystectomy. The tip of the metal clamp arm broke and fell into the pt. The surgeon could not retrieve the tip from pt and completed the case. No further consequence to the pt.